Manufacturer narrative:
The initial MDR 2247117-2017-00003 was filed on january 13, 2017. Additional information (01/23/2017): a siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist stated that during the normal functioning there is a sensor within the substrate reservoir that should indicate if the level of the substrate is low. However, if the sensor has failed then this will not trigger an alarm and there is a potential that the substrate will short dispense due to the reservoir not filling properly. While the cse was onsite, he had replaced the substrate reservoir which includes the level sensor. The cause of the discordant, falsely elevated psa results on patient samples is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer adjusted the reagent lot and repeated the patient samples, which resulted as expected. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and determined that the substrate reservoir was not filling properly as the volume was low. The cse replaced the substrate heater and substrate reservoir. The cse ran quality controls, which were acceptable. The cause of the discordant, falsely elevated psa results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of an immulite 1000 instrument obtained discordant, falsely elevated prostate specific antigen (psa) results on patient samples. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower and as expected. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely elevated psa results.